Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced episodes of hypoglycemia, with a documented low of 62 mg/dl and approximately 30 minutes below range, while using the ilet system; the family reported multiple alerts, although only one low was visible in available reports, and no device alarms or malfunctions were observed. Symptoms included low blood glucose. Outcomes included use of oral carbohydrates administered by a caregiver and no professional medical intervention or hospitalization. Investigation included troubleshooting and education provided by support personnel and escalation for additional training. Investigation of this case revealed no device malfunction and no alert or alarm behavior consistent with a device fault, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown.